Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During valve deployment of a 29mm sapien 3 valve in the aortic position by subclavian approach, upon full inflation the certitude balloon ruptured. A balloon valvuloplasty (bav) was performed prior to valve deployment. Severe crossing difficulty was noted. There was no difficulty during valve alignment. Upon removal of the delivery system through the sheath withdrawal difficulty occurred resulting in a broken tip of the delivery system. The delivery system was unflexed prior to device retrieval. Resistance was noted when retrieving the delivery system through the sheath at the tip. The broken tip of the delivery system was snared and brought to the abdominal aorta where it was "jailed" by an endograft and left in the body. It was unable to be removed due to the small size of the patient's pelvic vessels. The device is not being returned as per hospital policy. Upon visual inspection of the sheath after removal, there was no damage to the sheath. The patient's native annulus and leaflets were severely calcified. The patient's access vessel minimum luminal diameter (mld) measured 9mm (subclavian) and pelvic vessel measured 4mm. One day post procedure the patient is doing well.

Manufacturer narrative:
The devices (delivery system and sheath) were not returned to edwards lifesciences for evaluation. The valve remains implanted in the patient. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. Based on edward¿s technical summary [risk of balloon burst in a calcified aortic annulus], it is considered unlikely that this type of complaint results from a manufacturing defect. A device history record (DHR) review is not required, as there is no evidence of a manufacturing non-conformance. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, patient factors (annulus and leaflets severely calcified) likely contributed to the balloon burst. In addition, the broken tip of the delivery system is likely related to procedural (forcefully removing the delivery system balloon through the sheath as it was caught on the tip of the sheath) and patient factors (small size of the pelvic vessels). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.